Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed as the amount drawn into the tubes is below the fill line on the tube label. One hundred (100) retention samples from bd inventory were evaluated by visual examination with no visible defects. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes the tubes were under filled. This occurred with 30 tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when performing performance verification of blood collection tubes, the suction volume of the blood collection tubes sampled in this batch is all unqualified, and the deviation is greater than 10%.